Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Per the additional information the ipg is operable. As such, the the device meets expected longevity. In turn, this device is no longer reportable.

Event description:
Additional information received indicates that the ipg in operable and is providing therapy.